Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience of noisy telemetry, however it was noted that the head failed its uplink and system b transmit waveform tests. The cable was replaced and it was verified that the issues were resolved. It was further noted that the lens on the upper case was clouded and the magnet was broken. The upper case and magnet were replaced as well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had noisy telemetry. The programmer head was returned for service. There was no patient involvement.